Manufacturer narrative:
The complaint is confirmed based on the customer provided photo, which displays the broken screws involved in the case. The specific damage present to the ar-1380tc, batch 12751656 devices was not identified within the photo, however, as all broken screws are unlabeled and photographed as a group. The method used to prepare the bone socket, as well as the bone quality encountered, were not provided. Additionally, as no screws were returned for physical assessment, the cause remains undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament surgery multiple screws broke or crumbled. There was no harm for patient, operator or third party reported. No further information received. 13-nov-2021 update: further information were provided that the he surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. The surgeon was able to retrieve the broken fragments out of the patient.